Manufacturer narrative:
.

Event description:
It was reported that the pt was admitted to the hospital and in the intensive care unit. The pt was lethargic and on ventilation without sedation. It was also reported that the pt's blood pressure was dropping (no values were reported). The drug contained in the pt's pump was not reported. The manufacturer's device tracking system indicated baclofen. Add'l info has been requested from the healthcare provider, but was not available as of the date of this report.